Event description:
Pt reports that on two occasions the microbore tubing has come unglued and pulled out of the plastic end-piece (male luer-lock fitting) on a med stream 12 inch microbore extension set.